Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experienced high blood glucose levels and that the insulin pump alarmed weak battery. The blood glucose reading was 441 mg/dl, which was treated with a bolus. The customer stated that the insulin pump's screen went blank after the weak battery alarm. Troubleshooting was performed, and the customer was advised to use an energizer alkaline battery in the insulin pump as soon as possible. Nothing further reported.